Event description:
The nurse reported a system message displayed during set up. The nurse was unable to clear the system message and two cases were cancelled. The pt had not been prepped for surgery when the event occured. The patients were rescheduled for the following week. The nurse stated no pt injury occured.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The vent and irrigation solenoid spacers were replaced and disposed of in the field. The system was then tested and met all product specifications. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure.